Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens made an explosive entry into the eye causing a posterior capsular rupture with vitreous observed. Surgeon indicated he injected properly, due to having experience with the product. Additional information was requested.